Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The reporter stated that after being exposed to water, the display screen was blank and the lens had evidence of moisture behind it. The reporter noted a small nick in the lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/22/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during a visual inspection of the pump, a crack was found on the display lens. There was moisture visible behind the display lens. The pump failed a leak test due to a crack in the pump¿s casing. The pump cover was opened and moisture was found throughout the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.